Event description:
Patient reported infusion set tubing disconnected from the luer lock. She indicated that her blood glucose was not affected due to changing her infusion set immediately when insulin began to leak. Patient did not have any symptoms to report, as her blood glucose was not affected. Patient reported that no medical assistance was necessary to address this issue. Product has been requested for return.